Event description:
It was reported that the physician experienced with a broken tip (subject device) in the procedure. No other information was provided.

Event description:
It was reported that the physician experienced with a broken tip (subject device) in the procedure. No other information was provided.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported ¿guidewire distal tip broken/fractured during use¿ .